Event description:
Dr advanced the catheter up into the heart and started to torque the catheter to place it into position. The dr torqued the catheter several times and then lost the feel of the catheter inside the pt. The catheter had broken off approx 20cm from the proximal end, leaving approx 80cm of the catheter inside the pt. The catheter was retrieved percutaneously with an extraction kit.